Event description:
It was reported that 71 hours after insertion of the iab, the pump experienced "low helium leak" alarms. Blood was noted in the helium tubing. The iab was removed and replaced without any complications.